Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The distal device (tg3420/06822734) was implanted successfully. The proximal device (tg4020/06498501), however, unintentionally partially covered the left subclavian artery (lsca). A metallic stent was implanted in the lsca to restore the blood flow. The patient was discharged from the hospital in good condition on (B)(6) 2010.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.